Manufacturer narrative:
On 03/03/2016, the subject device was received for inspection to investigate the claim of sticking accessories. However, after several attempts to contact the customer for information on specific accessories used, there was no reply. Therefore, at this time the claim of sticking accessories cannot be confirmed. Inspection results of the subject device did not identify any defects in the biopsy channel or elevator mechanism as related to the complaint. In addition, as of 03/29/2016, there has been no further information received regarding the current condition of the patient or any other details about what transpired during the procedure. If further information becomes available, a supplemental MDR will be filed accordingly.

Event description:
Patient developed pancreatitis after undergoing an ercp procedure and was admitted into the hospital. Physician claims certain non-fujifilm endoscopic accessory instruments are getting stuck at the distal end, making it difficult to complete procedures and extract stones. He believes the subject device contributed to the patient's condition.